Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device evaluated by MFR: the complaint device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vein. After a non-bsc guide wire crossed the lesion, a 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation at 20 atmospheres for 120 seconds, the balloon ruptured. The device was completely removed from the patient's body by simply pulling it out. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.